Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 8 mdrs filed for the same event (reference 1825034-2012-01849, 02371/02376 & 2013-4352).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 6 mdrs filed for the same event (reference 1825034-2012-01849-1, 02371 / 02376).

Event description:
It was reported that patient underwent bilateral total hip arthroplasty procedures. The right procedure occurred (B)(6) 2006 and the left procedure occurred on (B)(6) 2006. Subsequently, patient was revised on the right hip on (B)(6) 2011 due to infection. The modular head and taper adapter were removed and replaced with a head and antibiotic cement. On (B)(6) 2011, the head and cup were removed and replaced. Patient underwent a left revision on (B)(6) 2011 due to unknown reasons. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to infection, acetabular cup loosening, osteolysis and elevated metal ion levels. The operative notes confirm that the modular head and taper adapter were removed and replaced with a biomet head and antibiotic spacer. The revision procedure that took place on (B)(6) 2011 was due to metallosis and infection. The operative notes confirm the modular head and acetabular cup were removed and replaced with competitor cup and liner and a biomet head. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to pain, discomfort, elevated metal ions and an adverse reaction to metal debris. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced.

Event description:
It was reported that patient underwent bilateral m2a total hip arthroplasty procedures. The right procedure occurred (B)(6) 2006. Subsequently, it was reported that a two stage revision to right hip was performed allegedly due to infection. Hip spacer mold was implanted on (B)(6) 2011 and final implant was received on (B)(6) 2011. The left procedure occurred (B)(6) 2006 with a subsequent revision procedure on (B)(6) 2011 due to unknown reasons.